Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis was performed and no material or manufacturing defects were found. The stryker rep was able to confirm the patient's hard bone quality due to her condition conclusion: a plausible root cause is patient¿s hard bone.

Event description:
It was reported that the screw damaged during the surgery.

Event description:
It was reported that the screw damaged during the surgery.